Event description:
Information received by medtronic indicated that customer had hyperglycemia with blood glucose value at time of event was 500 mg/dl. Customer was hospitalized for diabetic ketoacidosis, tested positive with symptoms of confusion, tired, altered vision and increased thirstiness. Customer also stated that transmitter was lost. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.